Manufacturer narrative:
Additional information has been requested. Device not explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested. This product was the subject of a medical device recall; however, the information does not reasonably suggest association with this event.

Event description:
Surgeon reported to consultant: surgeon notified consultant patient status post n-hance rod implantation, l2-s1 on (B)(6) 2009 had an x-ray that showed two rods were broken on a three level fusion, at l2-3 the rods are broken. Surgeon is not removing rods at this time, pain experienced by patient does not correlate with the broken rods. This is one of two reports for this event.